Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by the user. This is expected behavior. The reported event is confirmed however its expected behavior. To assist with the resolution , provided the below feedback to helpline support team. As per your attached screenshot , it shows that user has did multiple time changes during the date range. So whenever there is a time change event , data will be lost as the uploaded data would be in different date and time. Data is already there but the issue is that it would be in different time frame. If user requires only the reports for this period , I can try to check if we can get the reports generated manually. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because of the time change made by user in pump. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as they observed a huge gap of data in the carelink reports. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.